Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.

Event description:
It was reported during an atrial flutter ablation procedure the irrigation port separated from the handle of the catheter. There were no consequences to the pt.